Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: competitor 0125 implantable tachy lead, implanted: (B)(6) 1998; competitor 4513 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device's longevity duration was in question and that there could be a potential performance issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.